Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: do not use after the use by (expiration) date.

Event description:
It was reported that the 2.75 x 28 mm xience xpedition stent delivery system was prepped for use and it was not noted that the expiration date had passed. The physician advanced the device into the patient anatomy without difficulty and was notified that the device was expired; however, as the case was difficult, the physician chose to implant the device. The device was removed without difficulty. The expiration date was (B)(6) 2013 and the xience xpedition stent was implanted on (B)(6) 2013. There were no reported adverse patient effects and no clinically significant delay. No additional information was provided.